Manufacturer narrative:
Reported event was confirmed with medical records/radiographs provided. Ultrasound performed due to left lower leg swelling and pain. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02296, 0001825034 - 2019 - 02297.

Event description:
It was reported the patient underwent left hip revision surgery approximately 13 years post implantation due to dislocation which required a reduction. Subsequently, the patient underwent a second revision approximately 4 months after being revised, due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.